Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her unknown meter was reading inaccurately. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at approximately 2pm. The patient did not report any blood glucose readings obtained on the lfs meter. The patient reported using a set dose of insulin to manage her diabetes. The patient reported on (B)(6) 2013 at 2:30pm she had her usual dose of medication. The patient reported 30 minutes later she developed symptoms of ¿light headed, blurred vision, and shaky.¿ it is unclear if the patient associates the symptoms with high or low blood glucose. The patient reported on (B)(6) 2013 at approximately 3:30pm she was treated in the emergency room. The patient reported a reading of ¿500mg/dl¿ was obtained on a hospital meter and she had 50 units of levemir insulin and 25 units of novolog insulin as treatment. The cca was unable to troubleshoot the alleged issue with the patient. The patient reported she misplaced her meter in route to the hospital. Replacement products were sent to the patient. This complaint is being reported because the patient claims, due to the alleged issue she treated herself as usual and developed symptoms suggestive of an acute complication of diabetes and required treatment from a health care professional.